Event description:
The pt stated that she noticed the odor of insulin when removing the cartridge. She reports she saw slight moisture in the cartridge compartment of the pump. She denies that her blood glucose levels have been out of the usual range.

Manufacturer narrative:
The cartridge was returned to animas. There is no investigation necessary. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.